Event description:
The customer's blood glucose was unknown. It was reported that the customer received a button error alarm. The customer was unable to clear the alarm by pressing esc and act. The customer stated that he did not press any button for three minutes or longer. The customer was not using an energizer alkaline battery. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.